Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. No intervention was performed. The patient was stable.

Event description:
New information received indicates the patient's implantable cardioverter defibrillator delivered shock inappropriately in another instance. Programming changes were made. The patient was noted to exhibited anxiety and discomfort due to the shock. The patient was stable.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. Programming changes were made. The patient was stable.